Manufacturer narrative:
One cadd solis vip 2120 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. The review of event history log identified following events in history: "(B)(6) 2018 3:38:54 pm high alarm displayed: cassette not attached properly. " functional testing included use testing. The pump was powered on and "cassette not attached properly" message was not activated when latching a cassette onto the pump. The customer's reported problem could not be duplicated. Based on the evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed for "cassette not attached properly". No adverse effects reported.